Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
At 3 months post-op, the poly was disassociated from the stem. The surgeon decided to keep the stem in the patient.

Manufacturer narrative:
Recall information to FDA done on 19-sept-2016 under recall ID 1649390-09/16/16-001-r. This is the final report submitted regarding this surgical event and medical device.

Event description:
Patient lifted a 2x4 on (B)(6) 2016, felt and heard a pop, severe pain, rested, sling, motrin gave no relief, follow up in office (B)(6) 2016, shows dissociation of poly from stem. Stem left in place.